Event description:
During the procedure, it was reported that the hyperform balloon could not be deflated; therefore, the physician pulled the guidewire in order to remove the contrast from the balloon causing it to deflate. Another balloon was used to complete the procedure. No patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire still inside the catheter lumen. The event cause could not be determined as the returned balloon catheter inflated and deflated as intended with an in-house guidewire. (B)(4).